Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose (bg) was 574 mg/dl. Customer gave a manual injection to address the bg level. Customer was using off label insulin at the time of the event. Reportedly, an infusion set change was performed to address the issue and insulin delivery was resumed.